Event description:
It is reported that the customer has a tube that is 1cm shorter than the previous one and has caused patient discomfort. No patient injury

Manufacturer narrative:
No product was returned for investigation. DHR review was done, no issues related to the original complaint were found.